Event description:
A customer reported that the pump was not functioning properly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.